Event description:
It was reported via repair work order that the head end was stuck elevated and would not lower due to damaged lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.